Event description:
It was reported the patient is deceased. It was further reported there was atrial pacing during the ventricular tachycardia/ventricular fibrillation event and a lead integrity alert was triggered. Technical service review noted that the atrial pacing occurred due to 'normal timing.' There was no evidence of t-wave oversensing or lead noise. The patient is noted to have had ventricular fibrillation terminated several times only to reoccur. The cause of death has been requested and not received. The patient's autopsy is currently pending.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician were unsuccessful. However, if requested additional information is subseque ntly received it would be processed and considered accordingly. Concomitant products: product ID d314trm implanted: (B)(6) 2013; product ID 5076-58 implanted: (B)(6) 2013; product ID 6947m72 implanted: (B)(6) 2013. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.